Event description:
It was reported that the patient went to a sporting event yesterday and the area of the implant was wanded by the security personnel. The patient was worried that the wand shut off her device. The patient felt nauseous today, but was unsure if it was caused by stress due to the situation. The patient had an appointment scheduled for monday to have the device checked. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).